Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The electrode belt has not been recovered. The device flag data from the last download (10/18/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download.

Event description:
Voluntary medwatch report mw5104784 was received for this reported event. A (B)(6) contacted zoll to report that a patient developed burning rash on their back. The patient reported that the electrode belt burned their back. There was no documentation of any medical intervention for the reported irritation. Reporting event out of an abundance of caution as further information regarding the irritation or its outcome was unable to be obtained.